Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient started the sensor session in the morning and cgm reading was 200 mg/dl, so the patient self-treated with insulin. Later that day, the cgm reading was over 300 mg/dl (approximate values) and the patient self- treated with more insulin. There were no blood glucose readings available. The patient´s wife came home and found the patient unresponsive and sweating, she called the ambulance and they took a blood glucose reading which was 38 mg/dl, cgm reading at that time was 309 mg/dl. The paramedics treated the patient with glucagon and took him to the hospital. Once the patient arrived at the hospital the bg was taken by the nurses and the reading was 167 mg/dl and the cgm reading was 'in high 300mg/dl'. The patient was monitored in the emergency room and treated with fluids and food, he was discharged the same day and recovered. At the time of the report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.